Manufacturer narrative:
(B)(4). The actual sample is not available; however; a companion sample was requested but has not yet been received by baxter for evaluation. A batch review will be performed on the reported lot number. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10k29013) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4. The technical service representative (tsr) assisted the home patient (hp) and explained the air alarm. The tsr advised the hp to notify the nurse of the alarm. The hp did not see any air in the lines or leaks. Product surveillance contacted the patient on (B)(6) 2011. The patient stated that he did not observe any defects with the supplies. Therapy was finished with manuals. The nurse was contacted and notified of the event and therapy has resumed. No patient injury or medical intervention was reported.